Event description:
It was reported that the dc/dc & standard printed circuit board has been replaced. No more information was available. No patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the dc/dc & standard connectors printed circuit board (pcb) has been replaced. According to information provided by our field service engineer, the dc/dc & standard connectors pcb was replaced due to the rs232 port being broken. After the replacement, the ventilator passed the pre-use check and is in working condition. The rs-232 is used for the servo communication interface (sci), which allow communication with external devices or systems. The root cause to the reported issue could not be established by this investigation.